Event description:
It was reported that the customer was hospitalized for high blood glucose levels, adrenal insufficiency, and seizures. The blood glucose reading was over 600 mg/dl. The customer was hospitalized for 10 days and discharged. He stated that he was wearing the insulin pump at the time of the event. About a week after being released, the customer reported unexplained high blood glucose levels and that the insulin pump did not work. He was unable to rewind or bolus due to an off no power anomaly. He noted that his blood glucose reading was 400 mg/dl the night prior to the call. The most recent blood glucose reading was 348 mg/dl. He stated he felt a little weak and treated with manual injections. The customer was advised that tubing clamps and a replacement battery cap would be sent in order for him to complete the troubleshoot procedure. He advised that he would monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.